Event description:
During surgery a37800set screw would not engage in the header leaving the lead with an open circuit unable to deliver the therapy. Had to use backup. Mayo az hospital, tried backing out, removing lead, confirming torque wrench was working. All resulting in a spinning screw. Ipg had issues with setscrews backing out and torn grommets.